Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump triggered an occlusion alarm, even though the catheter was patent and all parameters appeared to be correct. There was no reported patient involvement.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device was received on 9/30/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, which found a defective air detector. However, the customer's problem was not replicated. The cause of the problem was unknown, and the air detector sensor was replaced.